Event description:
It was reported to boston scientific corporation than a (B)(4) fully-covered stent was implanted during a stent placement procedure on (B)(6) 2010 as part of the e7016 (B)(4) study clinical trial. According to the complainant, the patient had a cholecystectomy in (B)(6) 2005. On (B)(6) 2010, a baseline biliary obstructive symptoms assessment was performed and no symptoms were noted. In addition, (B)(6) tests were performed and the results were recorded. A pre-study stent placement cholangiogram revealed a proximal biliary stricture. On (B)(6) 2010, the patient underwent biliary stent placement for treatment of the proximal biliary stricture. A sphincterotomy was not performed during the stent placement procedure as one had been performed prior to the procedure. The stricture had been previously dilated with one plastic stent and a balloon. The plastic stent was removed prior to the stent placement procedure. The stent was deployed in a satisfactory position across the stricture. The patient was treated as an inpatient and was discharged on (B)(6) 2010. On (B)(6) 2011, the patient experienced severe cholangitis and was hospitalized. On (B)(6) 2011, the patient underwent an endoscopic intervention for a (B)(4) study stent and sludge removal. It was determined that the stent had a complete distal migration of 4.0 - 5.0 cm. The stent was removed from the patient. Two new stents were implanted. The event of cholangitis was considered resolved without residual effects. Correction: on (B)(6) 2011, the patient was discharged from the hospital.

Manufacturer narrative:
Study source: (B)(4). (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation than a wallflex biliary rx fully-covered stent was implanted during a stent placement procedure on (B)(6), 2010 as part of the (B)(4). According to the complainant, the patient had a cholecystectomy in (B)(6) 2005. On (B)(6), 2010, a baseline biliary obstructive symptoms assessment was performed and no symptoms were noted. In addition, liver function tests were performed and the results were recorded. A pre-study stent placement cholangiogram revealed a proximal biliary stricture. On (B)(6), 2010, the patient underwent biliary stent placement for treatment of the proximal biliary stricture. A sphincterotomy was not performed during the stent placement procedure as one had been performed prior to the procedure. The stricture had been previously dilated with one plastic stent and a balloon. The plastic stent was removed prior to the stent placement procedure. The stent was deployed in a satisfactory position across the stricture. The patient was treated as an inpatient and was discharged on (B)(6), 2010. On (B)(6), 2011, the patient experienced severe cholangitis and was hospitalized. On (B)(6), 2011, the patient underwent an endoscopic intervention for a migrated study stent and sludge removal. It was determined that the stent had a complete distal migration of 4.0 - 5.0 cm. The stent was removed from the patient. Two new stents were implanted. The event of cholangitis was considered resolved without residual effects.

Manufacturer narrative:
Additional information received since (B)(6) 2012. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used as per the boston scientific wallflex biliary fc benign stricture study protocol to assess the safety and performance of temporary placement of the wallflex biliary rx fully covered stents as a treatment of biliary obstruction resulting from benign bile duct strictures. Stent occlusion, stent migration, and cholangitis are listed in the directions for use (dfu) for this product as potential complications associated with the use of this device. Therefore, the most probable root cause classification is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation than a wallflex biliary rx fully-covered stent was implanted during a stent placement procedure on (B)(6) 2010 as part of the (B)(6) study clinical trial. According to the complainant, the patient had a cholecystectomy in (B)(6) 2005. On (B)(6), 2010, a baseline biliary obstructive symptoms assessment was performed and no symptoms were noted. In addition, liver function tests were performed and the results were recorded. A pre-study stent placement cholangiogram revealed a proximal biliary stricture. On (B)(6), 2010, the patient underwent biliary stent placement for treatment of the proximal biliary stricture. A sphincterotomy was not performed during the stent placement procedure as one had been performed prior to the procedure. The stricture had been previously dilated with one plastic stent and a balloon. The plastic stent was removed prior to the stent placement procedure. The stent was deployed in a satisfactory position across the stricture. The patient was treated as an inpatient and was discharged on (B)(6) 2010. On (B)(6) 2011, the patient experienced severe cholangitis and was hospitalized. On (B)(6) 2011, the patient underwent an endoscopic intervention for a migrated study stent and sludge removal. It was determined that the stent had a complete distal migration of 4.0 - 5.0 cm. The stent was removed from the patient. Two new stents were implanted. The event of cholangitis was considered resolved without residual effects. **correction** on (B)(6), 2011, the patient was discharged from the hospital. **additional information received since (B)(6) 2012.** according to the complainant, on (B)(6) 2011, it was noted that the stent migration was a partial distal migration of 4.0 - 5.0 cm, not a complete distal migration as was previously reported. Following the stent removal, there was a spontaneous evacuation of pus. A cholangiogram showed a known filiform stenosis at the height of the proximal choledochus. The patient was treated with antibiotics for gram positive cocci blood cultures related to the event of cholangitis. A heart murmur with bacteremia was reviewed by a cardiologist and determined there to be insufficient indications for endocarditis.